Event description:
It was reported that the gastrointestinal videoscope had part of image chipped in the lower right corner and it had displayed as black color. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device objective lens was contaminated. A root cause could not be identified. Based on the results of the investigation, a part of image chipped in the lower right corner and it had displayed as black color was due to contaminated charged coupled device objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.